Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that buttons of insulin pump were unresponsive. Insulin pump was slipped out from customer's pocket then alarm for low battery occurred. Customer change battery but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.